Event description:
Doctor reported events of "band slippage and hernia" being device related. Both events were resolved without sequelae.

Manufacturer narrative:
(B)(4). The product will not be returned as it is still implanted. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Band slippage and hernia are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of and slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." Device labeling addresses the reported event of hernia as follows; "a large hiatal hernia may prevent accurate positioning of the device. Placement of the band should be considered on a case by case basis depending on the severity of the hernia." "There were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: hernias, including hiatal hernias."